Event description:
Caller asking about rrt and eri behavior on this device. During question she stated that they believe that the atrial lead was dislodged or something wrong with it so they are planning for extraction. Caller stated she does not have anything further on this patient since they were referred to their clinic. They leads are boston scientific leads and they do not have identified in our system which lead is used in the ra or rv so marking whole device system for this case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5147504.